Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed for a polyp on (B)(6) 2024. During the procedure, the snare became stuck in a semi-open position. The technician attempted to open and close it multiple times but was unsuccessful. The provider could not remove the snare from around the tissue and had to cut the loop to take the snare out of the patient. The procedure was completed with another sensation medium oval flexible snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150208 captures the reportable event of entrapment of the device. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.